Event description:
A retrospective review of the file was performed on (B)(6) 2006. The initial assesment did not determine the event details to be reportable. During the review, the determination was made that the event meets the reporting requirements of a device malfunction. At the one month follow-up, it was observed that the screws had progressed significantly since the initial surgery. The screws were angled upwards. Pt outcome: pt is fine.